Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported complaint was not identified.

Event description:
Customer reported "secondary infusion flowed into primary bag and this was visualized immediately after the secondary infusion was started." There was no report of harm to patient or medical intervention. No further patient or event information was provided.